Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: battery depletion-normal.

Event description:
It was reported that the device was explanted due to early battery depletion. It was noted that there were high thresholds and high ouptut. No patient complications have been reported as a result of this event.